Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. Device is an instrument and is not implanted or explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: july 25, 2014 the review of the device history records could not be completed. Manufacturing location and release date are the only pieces of information available at this time. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a synream flexible shaft broke during a surgical procedure on (B)(6) 2015. Information pertaining to any associated surgical delays was withheld by the physician. The patient was reportedly doing ¿fine¿ postoperative. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation of the returned article shows that the tip of the synream flexshaft is damaged as complained. We cannot determine exact root cause, but the damage indicates that excessive mechanical force during the surgery may have caused this reported problem and/or insufficient connection between synream pins and reamer head. Unfortunately we only have limited information in the complaint description and cannot confirm how this was done. To prevent such problems, it is necessary to operate according to the technique guide. Moreover we cannot confirm how many times this article had been used. What we can confirm however is that the article was produced meeting all in house and product release specifications in july 2014 as a full device history record review was conducted. No product fault could be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was no delay in the surgery.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.